Event description:
It was reported that during the initial implant procedure, loss of capture was noted on the right atrial (ra) lead. After attempting to reposition the lead, the helix was unable to retract. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix unable to retract and loss of capture were confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, however, internal shorts were noted due to the overtorqued inner coil at the connector region. After cleaning the helix and applying torque to the inner coil, the helix could be retracted and extended. The helix extension length was measured within specification. The cause of the reported event of loss of capture was due to the shorting of conductors found at the connector region while the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and inner coil at the connector region being overtorqued consistent with procedural damage.